Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the right ventricular (rv) lead exhibited undefined high pacing impedance, poor sensing, and non-capture after fixation. Troubleshooting regarding rv lead testing was performed; however, the issues persisted. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.